Manufacturer narrative:
Supplemental information (B)(4) 2013: the technical support representative spoke to the patient and obtained the following additional information regarding this event. On (B)(4) 2012 the patient was taken to the emergency room and treated intravenously with fluids and insulin. It was not determined the cause of the patient's low blood glucose reading of 50 mg/dl; it was also not determined what caused the patient to not respond to insulin boluses while hyperglycemic. The patient was removed from ipt upon discharge. On an unspecified date afterwards, the patient's new physician adjusted her pump settings and she resumed insulin pump therapy, and her blood glucose levels are within target values. This complaint remains classified as an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 201,2 the reporter contacted animas to report that on (B)(6) 2012 at 7:00 pm, the patient obtained the blood glucose reading of 50 mg/dl. After this reading, the patient allegedly consumed 'multiple candy bars', a glucose tablet, a cheeseburger, fries and a soda. The patient then tested her blood glucose level to be 'greater than 600 mg/dl'. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient contacted emergency services. Paramedics arrived and transported the patient to a hospital, however, further information was not provided. The technical support representative contacted the patient to obtain and verify information, and to troubleshoot the pump; however, was unable to reach the patient by telephone. The patient allegedly suffered blood glucose levels suggesting severe injury after self-treating with large amounts of food based on a low blood glucose reading. No information was provided about the patient's circumstances or actions taken prior to this incident, and no information was available about the pump functions. The patient received emergency medical attention while using the insulin pump, therefore this complaint is being reported.